Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, polyfoil pouch, arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with the carrier tube removed from the polyfoil pouch. The temperature dot is activated on the header bag. The carrier tube is in forward lock position. The anchor, collagen and tamper tube are detached from the carrier tube. The complaint description alleges the device was pulled out during deployment, however, the returned device indicated there was difficulty assembling the carrier tube and the hemostasis sheath. The carrier tube was in the forward lock position, and was separate from the sheath. Therefore, the complaint can be confirmed for carrier tube and hemostasis sheath assembly difficulty. The exact root cause cannot be determined. The likely cause may have been excessive insertion depth, preventing proper mating of the sheath and carrier tube. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the entire angio-seal delivery system came out including the anchor and collagen while pulling back the angio-seal vip device, during deployment. The estimated blood loss was less than 250cc. The procedure performed for the patient was a percutaneous coronary intervention (pci). Additional information was received on 09oct2025: the procedure sheath that was used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: (B)(6). E3: occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3 from the follow no. 1 submission. The correct date should have been november 24, 2025.